Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery system. The device was selected for implantation in a small left atrial appendage, and no discernable baseline pericardial effusion was noted prior to the procedure, aside from a fluid-filled transverse sinus. The transseptal puncture was performed in an inferior and mid position across the interatrial septum, and the patient was in sinus rhythm at the time of the procedure. Heparin was administered, with an activated clotting time reported as 266, and no protamine or reversal agent was given during or after the procedure. Initial deployment was performed successfully with a single deployment and no recaptures or multiple manipulations, and no wire was placed in the left atrial appendage; a pigtail wire was used for left atrial exchange. Left atrial pressure at the time of the procedure was reported as greater than 12. The implant position was accepted, and a satisfactory result was achieved. No change in pericardial effusion was noted following device release. Subsequently, it was reported that within approximately 2¿3 hours post-deployment, the patient developed a moderate, circumferential pericardial effusion, which was determined by the physician to represent cardiac tamponade of moderate severity. The effusion was drained, and approximately 250 cc of bloody fluid was removed. The user reported their belief that the 16mm amulet device contributed to the development of the pericardial effusion. The patient was stabilized following drainage and has since been discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.